Event description:
New etq record created in order to update etq (legacy system) complaint number wpc (B)(4). Reason for original complaint: litigation alleges that patient experienced constant pain and extreme weakness in her right hip, as well as stiffness, and limited ambulatory capabilities. Additionally, it is alleged that patient's acetabular cup has failed to achieve proper bone ingrowth and that the implant generated excessive metal debris. Update: 05/03/2012 - litigation papers were received. There is no new information that would change the outcome of the investigation. Update rec'd 5/4/2015 - medical records received. Dob and dor provided. Upon revision, corrosion was noted at the trunnion. The stem and sleeve are being added to the complaint. This complaint was updated on 5/18/2015.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.